Event description:
Reporter stated that the lancet protruded beyond the end-cap of the multiclix lancet device after firing. As a result, patient accidentally stuck himself with the exposed lancet. No treatment for the unintentional needle-stick was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).